Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and lymphadenopathy.

Event description:
Patient's representative reported right side ongoing unbearable discomfort and complaint of soreness at the area affected, and nodular fragments underwent histologic examination, which revealed ¿chronic lymphadenitis with massive sinus histiocytosis and foreign body-like giant cells surrounded by vacuoles that are optically hollow. The finding appears consistent with lymph node that is draining foreign material (breast implants?).¿ the device has been explanted.